Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that a patient underwent a hysterectomy and gynecological procedure to treat cystocele and stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient underwent a mesh removal surgery on (B)(6) 2010 due to mesh eroding though vaginal wall. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.